Event description:
The patient had a bronchoscopic lung volume reduction procedure performed on (B)(6) 2022 with four zephyr valves (two 4.0 ebvs and two 5.5 ebvs) implanted in the left upper lobe. On (B)(6) 2022, the patient had new onset of tachycardia and mild respiratory distress. Chest x-ray showed a small left apical pneumothorax on (B)(6) 2022 and a chest tube was inserted. The patient developed pneumonia on (B)(6) 2022 (confirmed on chest x-ray) which was in the left lower lobe initially then spread throughout the lungs and was treated with cefepime and zosyn. On (B)(6) 2022, the patient had respiratory failure and began having increased oxygen requirements. The patient had rising white blood cell count, confusion, hypoxemia, and increased sputum production. The patient was transferred to the micu, intubated and sedated on (B)(6) 2022. The patient was also noted to have hyperreflexia, rigidity and clonus found to have been cefepime toxicity vs. Serotonin syndrome. Cefepime was discontinued on (B)(6) 2022, and the patient was started on meropenem and levofloxacin. The patient was also started on voriconazole for aspergillus. The patient continued to have worsening respiratory failure with serial bronchoscopies revealing persistent copious secretions. There was no identified pathogen but persistent fevers, and the patient was restarted on antibiotics. The patient had one valve (4.0 ebv) removed on (B)(6) 2022, and the remaining three valves were removed on (B)(6) 2022 with no improvement in status. The family opted for comfort measures only, and the patient passed away on (B)(6) 2022. A complete narrative has been requested for this event but has not yet been provided.

Manufacturer narrative:
Pneumothorax is the most common side effect associated with the zephyr valve treatment (criner et al. A multicenter randomized controlled trial of zephyr endobronchial valve treatment in heterogeneous emphysema (liberate). Am j respir crit care med. 2018; 198 (9): 1151-1164). Targeted lobar deflation likely causes inflation of the ipsilateral lobe, which can result in a tear of the already compromised parenchymal tissue of the emphysematous ipsilateral lobe, resulting in a pneumothorax (criner et al. A multicenter randomized controlled trial of zephyr endobronchial valve treatment in heterogeneous emphysema (liberate). Am j respir crit care med. 2018; 198 (9): 1151-1164). In the liberate study (ide clinical study used to support PMA p180002's approval), 26.6% of the zephyr valve subjects experienced a pneumothorax in the treatment period ([less than or equal to 45 days). These were managed using standard of care procedures as per previously published guidelines (valipour, arschang, et al. Respiration 87.6 (2014): 513-521). In 17.4% of the events, the pneumothorax resolved without any additional intervention with subjects under careful observation. In over half the events (56.5%), the pneumothorax was managed with a chest-tube only. An additional 13% of the events were managed with a chest-tube and the temporary removal of one or more valves, while another 13% of the events were managed with a chest-tube and removal of all the implanted valves. Upon successful resolution of the pneumothorax, removed valves can be replaced. Patients that experienced a pneumothorax experienced clinical benefits of the zephyr valve treatment that were similar to the benefits experienced by patients who did not have a pneumothorax. The zephyr ebv system IFU and pulmonx training program both specifically reference pneumothorax as a known side effect of this procedure and the published guidelines (valipour, arschang, et al. "Expert statement: pneumothorax associated with endoscopic valve therapy for emphysema-potential mechanisms, treatment algorithm, and case examples." Respiration 87.6 (2014): 513-521). The reported event aligns with the experience observed in the liberate clinical study and is an expected side effect to the zephyr valve treatment. Pneumonia is an anticipated, potential side effect associated with the zephyr valve treatment (criner et al. A multicenter randomized controlled trial of zephyr endobronchial valve treatment in heterogeneous emphysema (liberate). Am j respir crit care med. 2018; 198 (9): 1151-1164). In the liberate study (ide clinical study used to support PMA p180002's approval), 0.8% of the zephyr valve subjects vs. 0% of the control subjects experienced a pneumonia serious adverse event (sae) during the treatment period (less than or equal to 45 days). 5.7% of the zephyr valve subjects vs. 8.1% of the control subjects experienced a pneumonia sae during the longer-term period from 45 days after the study procedure through 12 months postprocedure. The zephyr ebv system IFU and pulmonx training program both specifically reference pneumonia as a known, potential side effect of this procedure and provide guidelines for monitoring. The reported event aligns with the experience observed in the liberate clinical study and is an anticipated, potential side effect to the zephyr valve treatment. The reported event was foreseeable and clinically acceptable in view of the expected patient benefit from the treatment. Respiratory failure is an anticipated, potential side effect associated with the zephyr valve treatment (criner et al. A multicenter randomized controlled trial of zephyr endobronchial valve treatment in heterogeneous emphysema (liberate). Am j respir crit care med. 2018; 198 (9): 1151-1164). In the liberate study (ide clinical study used to support PMA p180002's approval), 1.6% of the zephyr valve subjects experienced respiratory failure during the treatment period ([less than or equal to 45 days). 0.8% of the zephyr valve subjects and 3.2% of the control subjects experienced respiratory failure during the longer-term period from 45 days after the study procedure through 12 months post-procedure. The zephyr ebv system IFU and pulmonx training program both specifically reference respiratory failure as a known side effect of this procedure. The reported event aligns with the experience observed in the liberate clinical study and is an anticipated, potential side effect to the zephyr valve treatment. The reported event was foreseeable and clinically acceptable in view of the expected patient benefit from the treatment.

Event description:
The complete narrative from the treating physician is provided below. Subject was a 64-year-old caucasian male with severe copd and emphysema; other notable medical history includes hypertension, osteoporosis, atrial fibrillation s/p ablation, and hyperlipidemia. The subject has a pack year history of 35 years and baseline 1 l supplemental oxygen use at rest and 6 l with exertion. Subject's baseline fev1 of 1.07 l 34% predicted and a fev1/fvc 33% predicted. The subject was hyperinflated with a residual volume of 5.37 l, 215% predicted and total lung capacity of 8.99 l, 132% predicted. Subject's baseline 6-minute walk was 263 meters. Following all necessary baseline assessments, the subject procedure was performed on (B)(6) 2022 with the subject receiving 4 endobronchial valves under general anesthesia. The subject was intubated, and the right lower lobe was initially targeted, due to being the most destroyed lobe (-910 hu 75%) however right lung was cv+ confirmed by chartis. The left lobe was then accessed for collateral ventilation and found to be cv-. The target on the left lung was the more destroyed upper lobe (-910 hu 60%), 4 valves were successfully placed in the apical posterior, anterior, inferior lingula and superior lingula segments the sizes were 5.5, 5.5, 4.0, 4.0 respectively. Per anesthesia note, the subject had no post operative events, subject was on strict bedrest, no note of pneumothorax on (B)(6) 2022 or (B)(6) 2022 chest x-ray. On (B)(6) 2022 the subject began experiencing new onset tachycardia 140-160 following a walk. Subject reported mild chest tightness and mild respiratory distress, with slightly diminished breath sounds bilaterally. A condition c was called, and the subject initially received metoprolol and amiodaron with good response and heart rate returning to 70 -80s and a stat chest x-ray was ordered showing small l-apical pneumothorax. Subject had a left apical chest tube placed to -20 cm suction with improvements in o2 saturation and o2 requirements. Subject was stable and remained on the unit floor. Subject pneumothorax improved slightly per (B)(6) 2022 x-ray and suction was reduced to -10cm on (B)(6) 2022 however on (B)(6) 2022 the pneumothorax size increased, and suction was increased to -20cm. On (B)(6) 2022 the subject began feeling anxious and agitated overnight and pulling on tubes/lines despite being oriented. On (B)(6) 2022, subject was started on empiric cefepime for hospital acquired pneumonia coverage due to worsening hypoxemia and white blood cell count rising 19.1 (ref range 3.8-10.6). Subject's (B)(6) 2022 x-ray noted opacities in the left lung base. On (B)(6) 2022 a chest CT confirmed worsening opacities in the left lower lobe and the subject developed worsened hypoxemia, and increased sputum production. Notably, no pneumothorax was noted on this and subsequent films, and chest tube air leak had ceased. Cultures from (B)(6) 2022 bronchoscopy showed mycobacteria avium complex which was presumed to be a commensal organism distinct from the acute process. The subject was transferred from unit to the micu, intubated and sedated on (B)(6) 2022 and was noted to have hyperreflexia, rigidity and clonus which was concluded to be cefepime toxicity vs less likely serotonin syndrome. Eeg demonstrated seizure activity/non-convulsive. Subject cefepime was discontinued (B)(6) 2022 and was started on meropenem and levofloxacin. Aspergillus culture was reported positive on (B)(6) 2022. Subject was started on voriconazole for aspergillus. A bronchoscopy on (B)(6) 2022, (B)(6) 2022, (B)(6) 2022 noted copious green secretions in lul and lll spilling into the right lung with improved secretions during the (B)(6) 2022 bronchoscopy. Subject continued to have hypoxemia requiring 100% fio2 and elevated peep. Subject had one valve removed (B)(6) 2022 during bedside bronchoscopy resulting in re-inflation of the lul. No improvement in hypoxemia ensued. The patient underwent 4 more bedside bronchoscopies for the purpose of secretion clearance due to continued copious secretions. Following completion of the antibiotics and no identified pathogen, the fevers persisted, and the subject was continued on antibiotics. Subject had remaining valves removed (B)(6) 2022. Subject continued to develop worsening respiratory requirements and had increasing pressor requirements concerning for sepsis with a contribution of right heart failure. Subject condition continued to decline despite aggressive treatment, family elected to make the subject comfort measures only. The subject passed away on (B)(6) 2022. Per death certificate, the cause of death was acute hypoxic respiratory failure, pneumonia, and severe emphysema. Both events (ae-2 pneumonia & ae-3 respiratory failure) were not related to the study device and related to the study procedure per the pi.